Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval can not be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review could not be performed as the product lot number is unk. Items marked "ni" are unk to us at this time. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 device had no power, although there was a green light on the power supply. The reporter indicated that the hemopro 2 device was swapped out, but nothing changed. Then the adaptor and extension cable were swapped out but still nothing worked. The hospital then switched out the hemopro 2 device again and still there was no power. The power supply was not swapped out. The procedure was converted and the pt's leg was opened with a large incision. The product is returning. It is unk if the pre-test on the wet gauze performed prior to using the device. The power supply was not swapped out; the hospital's other two power supplies were in use. Maquet cardiovascular anticipates the return of the product in question. Refer to: 2242352-2011-01847, 01848, 01849, 01850, 01851, 01852 and 01853.